Event description:
Customer returned a failed dmp 6 mpm module which may have impacted patient monitoring. No patient injury was reported.

Manufacturer narrative:
Service representatives repaired the unit's solder connections and tested to factory specifications.